Event description:
It was reported that there was no flow through the valve when it was connected to the ventricular catheter.

Manufacturer narrative:
The product has not yet been returned to the MFR.